Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis confirmed the customer reported complaint . Failure analysis found the primary failure of thermal damage on the bipolar yaw pulley between the grips to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The root cause is typically attributed to the user, most commonly caused by insulation degradation and carbonized tissue creating a conductive path. A review of the instrument log for the maryland bipolar forceps instrument (pn 420172-17 lot# n10191122-742) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4) for approximately 1 hour and 16 minutes. The alleged event occurred on the 8th use of the instrument with 2 remaining. The instrument was last used during a low anterior resection (lar) on system (B)(4) on (B)(6) 2021. No image or procedure video was provided for review. This complaint is considered a reportable malfunction due to the following conclusion: his complaint is not reportable as the reported issue did not cause or contribute to a death or serious injury and the observed failure mode has not contributed to an adverse event and is not likely to contribute to an adverse event if it were to recur. The instrument had thermal damage on the bipolar yaw pulley and passed the electrical continuity. Although there was no arcing reported by the customer, the thermal damage is potentially indicative of stray energy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that the maryland bipolar forceps instrument tip was burnt. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was stored for verification on (B)(6) 2022 and an internal record was made of what was observed of clamp complaint and subsequently opened. Instrument was inspected (as routine) prior to use by instrumentation, nothing different was observed. No interoperative collisions were reported. After use of the instrument, a dark tip was identified at the very beginning of the cleanup in the operating room. Identified dark tip even after washing for reprocessing. No procedure video is available for review.